Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. Sampling date: (B)(6) 2023. Suction channel ¿ tested positive with pseudomonas aeruginosa 129 cfu/channel. Insufflation channel (air/water channel) ¿tested positive with pseudomonas aeruginosa 6 cfu/channel. Total of 135 cfu/endoscope of pseudomonas aeruginosa. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of 2 cfu/100 ml and 3 cfu/endoscope. Untargeted identification- micrococcaceae detected, staphylocoques à coagulase negative detected the results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Customers cds checklist provided no information on pre-cleaning and manual cleaning. Cds checklist noted that there were no patient(s) infection occurred. Aer/ewd reprocessor: model wassenburg wd440. Cds in addition provided the positive culture test results of the scope as noted in the above hmi results . The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: cracked light guide lens. Bending rubber glue (insertion part) separated. , switch section , key top button unclear indication. Bending tube insertion part - shorten noted. Specified angle and orientation achieved noted failed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.